Event description:
It was reported that during a "laparoscopic ileozegal" the generator started making strange sounds (high tone)... And after 10 minutes the shear did not coagulate. The surgeon had to change the shear to finish the procedure. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for strange sounds (high tone) and for the device not coagulating. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. If the gen11 system senses a generator, hand piece, or instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator (yellow alert screen) will appear in the lcd panel. The generator system will stop output, signal audibly, and provide recovery instructions to the clinical staff through the lcd. It is probable that the high tone heard was the alarm from the generator. As the systems stops output, no coagulation effect would occur with the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. . Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "tighten assembly" or 'blade error detected" followed by a "replace instrument" screen later in the procedure, and continued usage can result in a broken blade